Manufacturer narrative:
Correction: on (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok button is not responding consistently to user input and requires multiple presses. There was no evidence of product misuse. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok button is not responding consistently to user input and requires multiple presses. There was no evidence of product misuse. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There was no reported adverse event associated with this complaint. This complaint is not being reported because the issue of worn buttons is not likely to cause an adverse event and there is no issue with responsiveness of buttons.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the ok keypad button was found to be intermittently unresponsive; the up arrow, down arrow and contrast keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed the display was faded, discolored and difficult to read. A test screen was inserted for the investigation and was found to function properly with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.